Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of failed preventive maintenance was due to the device needed a pm. Performed calibration, and pm. Preventive maintenance (pm) is required after performing calibration in order to prevent the calibration error message from generating. Ensure that when calibration is performed, that a pm is also done in order to prevent the error message from coming up a review of the device history record for sn (B)(4) was performed from date of manufacture 10/10/2018 to the present date 11/12/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement was reported.